Event description:
Customer reports discrepant results with meter compared to lab for one patient. Date: (B)(6) 2010, inratio: 1.7. Unknown, 2.25 (stated to be "last week"). (B)(6) 2010, 4.8, 3.8. Patient's coumadin dose was increased on (B)(6) 2010 for one day. Nurse claims to have observed results ranging 1.7-4.6 in the past.

Manufacturer narrative:
Investigation pending.